Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare?s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.: device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had low drive gas pressure, this may indicate a leak that would affect the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The positive end expatory pressure (peep) control valve; peep safety valve; pressure sense switch and o-ring were replaced to resolve the issue.